Event description:
Attempted to place an 8mmx40mm fluency ptfe nitinol self-expanding stent. During deployment, the stent was found to not deploy properly with only one end of the stent deploying and without proper position. The device deployed into the right ventricle. The stent and retained foreign body was surgically removed. Dose or amount: 8x40mm, route: IV. Dates of use: (B) (6) 2010. Diagnosis or reason for use: right arm fistulogram, angioplasty. Event abated afer use stopped: yes.